Event description:
Reporter experienced the er1 message a couple of times in the last six months. Technique was suspect. Upon retesting, reporter would get a blood glucose value that was normal for her; 80-200 mg/dl.